Manufacturer narrative:
Device evaluation: returned device was received in fair condition with crazing in tank cover. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical fluid warmer had an out of the box issue with leaking water. No additional information was provided.